Event description:
A customer reported to beckman coulter, inc. (Bec) that there was calibration failure on unicel dxi 800 access immunoassay system when a partially used access total t3 reagent pack from another dxi instrument was placed onto the instrument. The shared pack was identified by the reagent pack process monitoring algorithm and the affected calibration samples were flagged, indicating "insufficient sample volume or reagent volume was dispensed into an rv." The process monitoring software then marked the reagent pack as unusable after three dispense faults accrued. The customer did not report any effect to patient or user attributed or connected to this event. Service was not dispatched for this event. Review of the archive data file identified one occurrence of reagent pack sharing. The cause of this event was user error in not following published reagent pack loading instructions.

Manufacturer narrative:
Method code: archive data review. (B)(4).